Event description:
It was reported that the patient has used pico 7 for the last 6 weeks to treat a diabetic foot ulcer. During this time he has had 4 devices that stopped working all on day 5. All lights off, just stopped working, replaced the batteries and the pumps wouldn¿t start again. It was also reported that the batteries did not last and had to be replaced on day 4. The devices will be returned for evaluation.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part numbers provided, there have been further complaints reported with this failure mode in the past three years. The devices were used for treatment. It was reported that four pico devices were used on the same patient and all stopped working on the fifth day of therapy. As the devices have not been returned at the time of investigation a product evaluation on each device could not be carried out. Should the pumps become available, the complaints be reopened and the devices will be evaluated. It is possible that the devices reached a system time of seven days and so ceased functioning as they reached their end of life. We have not been able to confirm a relationship between the event and the devices or identify any definitive root causes. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.